Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's rear panel had spilled liquid on it. A field service engineer (fse) observed damage to matrix controller boards three, four, and five and replaced and configured the affected boards. During diagnosis, a damaged pyxis bus cable caused by water spillage was identified and replaced. The user was initially unable to unload medication to configure the mini drawer board; however, after troubleshooting, the drawer was properly configured and tested in hardware test application (hta). The customer verified that all matrix drawers and the station were functioning correctly after repairs. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es anes3 pyxis was leaking clear liquid and was not able to turn on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.